Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while attempting to re-position the right atrial (ra) lead during implant, the helix would not retract despite numerous attempts. The lead was attempted to be straightened and torque was removed. The lead then dislodged and the helix retracted. The lead was removed and replaced. Outside of the patient, the lead was extended and retracted without difficulty. No patient complications have been reported as a result of this event.